Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, it was found that the balloon was ruptured and could not be used. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). D4 lot number: corrected.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, it was found that the balloon was ruptured and could not be used. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified no issues with the hypotube and shaft polymer extrusion profiles. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified on the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage test, the balloon inflated to rated burst pressure of 12 atmospheres without any issues. No other issues were identified during the product analysis. E1 - (B)(6). D4 lot number: corrected.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, it was found that the balloon was ruptured and could not be used. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.